Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: software resets were captured on (B)(6) 2022 and (B)(6) 2022 due to unknown system shutdown/stopped. Evaluation of the submitted log files confirmed low flow alarms; however, a specific cause as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed 22 intermittent low flow fault flags that were captured on (B)(6) 2023 and (B)(6) 2023 when the flow dropped below the low flow threshold of 2.0 lpm to as low as 1.0 lpm. Of these faults, 3 lasted over 10 seconds and low flow alarms were triggered. The pump appeared to function as intended at the set speeds. The patient remains ongoing on the hm 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the hm 3 system controller provides enough power to run the implanted hm 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit (mpu), or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every hm 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mpu. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 3 of the patient handbook also details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow alarms with flow below 2 liters per minute (lpm). The patient had the low flow software with low flow limit set to 2.0. The patient also had low voltage and no external power alarms. The patient was in a skilled nursing facility where they were medically at their baseline with vad parameters within normal limits. A review of the log files by technical services found low flow events on (B)(6) 2023 and (B)(6) 2023 that occurred at times when pulsatility index (pi) was elevated. On (B)(6) 2023 the log file captured no external power events that were caused by power to the mobile power unit (mpu) being briefly interrupted. Related MFR report #: 2916596-2023-00929.